Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet and mitral regurgitation increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a large flail on the anterior leaflet and imaging was difficult due to the patient anatomy. One clip was implanted reducing the mr to 2. On (B)(6) 2021, a 30-day control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to severe. The patient met with the surgeon and will be having surgery at a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported poor image resolution appears to be due to patient anatomy. The reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy and poor imaging. The reported recurrent mitral regurgitation (mr) appears to be cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.